Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice in february and march due to low blood glucose with blood glucose of 18 to 23 mg/dl at the time of the incident. The customer stated stress made her go low. The customer was given glucose tablets and food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the events. The customer reported sensor glucose versus blood glucose differences since they got their replacement pump. The customer reported calibration errors and change sensor alarms. Troubleshooting was not completed as the customer declined. The customer also mentioned a recent low of 27 mg/dl. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.